Event description:
A user facility reports that following intraocular lens (iol) implant surgery, a vitrectomy was performed. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was returned for evaluation. One haptic was bent-gusset and distal area (returned adhered to the anterior surface of the optic). The optic was pressed against two posts of the lens case. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaint reported in the lot number. Additional information was requested 12/19/2007, 12/20/2007 and 1/8/2008 by phone, mail and fax. A completed questionnaire has not been returned. This report was mailed to FDA on: 1/17/2008.